Event description:
Pt had sigmoid colon resection. On day 3 pt spiked a temperature. He was transferred to a higher level of care for an exploratory laparotomy. He was found to have greenish purulent drainage in his abdomen and there was a clear leak at the anastomosis site. On 05/07/2019 a recall was received. After chart review and review of products that had been in the dept, it was determined that the pt may have had complications from the recalled device. The lot number of the device was not documented, so this cannot be confirmed. The surgeon did not notice any issues when using the stapler.